Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had to go to the emergency room because they did not have a pod alarm and they had no insulin in the pod. This was all of the information that was able to be obtained after a follow up.